Manufacturer narrative:
Concomitant medical products: product ID: 3760, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported the patient experienced bad surges through their brain and body when the implantable neurostimulator (ins) was turned on. The ins was recently replaced and the patient had real bad tremors when they got home after the surgery. The patient had not had tremor that bad since before the ins was implanted. When the ins was checked with the patient programmer, the ins was off. The ins was turned back on and the patient experienced the bad surges so they turned the ins back off. Stimulation was then decreased from 4.5 to 3.5v on the left side and from 3.5 to 2.5v on the right side. The patient decreased stimulation to see if that would help resolve the surges, but the surges continued after the ins was turned back on even after stimulation was decreased. Initially the patient had tried to increase stimulation to see if that would help with the patient's tremors, but the programmer would not let them. The patient had spoken to a manufacturing representative who told the patient it was typical to experience some tremors after a traumatic surgery. The patient continued to have tremors since the ins was off due to the surges. The patient planned to follow up with their health care provider (hcp) about the issues since they believed the ins needed to be reprogrammed. The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.